Event description:
It was reported that the leaked between the hub and the bd insyte autoguard shielded IV catheter connection. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Received one used iag 24ga catheter/adapter assembly from the lot number 7293987. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of leakage with lot #7293987 regarding item #38181214. DHR review was performed on sub-assembly lot numbers 7184753: the lot number was built on afa line 4 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. 7184754: the lot number was built on afa line 4 from (B)(6) 2018 thru (B)(6) 2018. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. These lot numbers were packaged in (B)(6). Visual/microscopic examination shows there was a cut/slit in the catheter tubing above the adapter nose. The catheter tubing leaked during the water leak test through the cut/slit that was observed. The defect leakage was confirmed. Probable root cause can be related to manufacturing. A definite root cause as to where the slit occurred could not be determined. The slit could happen on zone 1, zone 2 or zone 5. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the leaked between the hub and the bd insyte¿ autoguard¿ shielded IV catheter connection. There was no report of exposure, injury, or medical intervention.